Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2015-04169 / 04171 & 04235).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2015. Subsequently, patient was admitted to hospital on (B)(6) 2015 to be treated with medication due to an infection with moderate traces of staph, (B)(6). No revision has yet been reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.